Manufacturer narrative:
(B)(4).insulin pump received with high idle current due to open lcd driver on lcd board. Device received with cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received low battery alerts twice after receiving a battery cap replacement. Customer had used 11 batterieswithin 30 days. Customer does not use the sensor feature and is using new batteries. Nothing further reported.